Event description:
Surgeon attempted to place the head-to-head cross connector onto the screws, one side clicked on but the other would not. After adjusting it several times, he thought it was close to fitting into place and put pressure on the top of the cross connector to click it into place. Instead, the guide tabs on the bottom of the implant broke off.

Manufacturer narrative:
This batch of parts was inspected as a first article batch and found to be conforming to print specifications. We are concluding that this breakage was the result of surgeon technique, in applying pressure to force the implant into position.